Manufacturer narrative:
Although the complained plate has not been returned according to the event description and the x-ray provided, the event (postoperative plate breakage) could be confirmed. Most likely the patient bit into something hard and the round wire attachment end of the plate that sticks out snapped off. According to the accompanying IFU "particular attention should be given to a discussion on proper post-operative diet consisting of for example soft foods, and the necessity for periodic medical follow-up." Based on this evaluation, there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Device not returned to the manufacturer.

Event description:
The company representative reported that, after the original case in (B)(6) 2014 for a (B)(6) year old child, it was discovered that the patient had a broken plate after additional facial trauma. The surgeon had to replace the plate and use new screws to fixate the plate. The plate was code 55-06160 used with screws 51-17006 and 51-17905.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The company representative reported that, after the original case in (B)(6) 2014 for a (B)(6) year old child, it was discovered that the patient had a broken plate after additional facial trauma. The surgeon had to replace the plate and use new screws to fixate the plate. The plate was code 55-06160 used with screws 51-17006 and 51-17905.